Event description:
The user's hearing performance with the device is affected. The user sustained a trauma to the left side of his head on the (B)(6) 2021 while dancing and afterwards could only hear beeping noises. The user was re-implanted on the (B)(6) 2021. This report refers to 9710014-2021-00068. For further information please refer to this report.